Event description:
Customer's mother called to say, she is unsure why her daughter's blood glucose levels (bgs) have been elevated while wearing this pod. Her daughter's bg's fluctuated up and down between 86 - 277 mg/dl while wearing the pod. The pod eventually alarmed so they deactivated it and started a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.